Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The blood glucose at the time of the incident is unknown. During troubleshooting, the customer checked the reservoir and tubing connection and stated it felt unsteady and also found moisture inside the infusion set cap. The customer confirmed she was reusing the reservoirs. The customer was advised to change the infusion set and reservoir. The customer was able to push insulin with the plunger, but the call disconnected before performing fixed prime. The customer was called back, but could not be reached. The device will not be returned for analysis.